Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection surrounding the implant site. Subsequently, the device was explanted on (B)(6) 2024.